Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone called that they had low blood glucose that resulted in unconsciousness and emergency medical technician were called. The customer's low blood glucose was 40 mg/dl. The customer also stated that they did not have time to did troubleshoot at time of call and they will call back for further assistance. The insulin pump will not be returned for analysis.